Event description:
It was reported that the pt received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. A review of the pump history indicated that the pt delivered two sequential insulin boluses of the same amount just prior to the event. The pt has continued to use the pump with no reported subsequent events.